Manufacturer narrative:
Date of patient death (b2) and explant date (d6) are unknown. The investigation for the reported pump stop has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the pump stop could not be determined. As noted in the impella IFU: impella rp with smart assist system. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support there was a pump stop when the physician increased the p-level above p2. The pump was repositioned. Additional information was provided that noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.